Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2022. Approximately 1 year and 2 months after the first revision the patient had a second left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: aseptic loosening. An extensive synovectomy of the medial gutter, lateral gutter, suprapatellar pouch and fat pad was performed. The patella was visualized and there was significant post damage. The femoral component was found to be significantly loose. The patient was awoken and taken to pacu in stable condition.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, failure of the cement used to secure the femoral component to the femoral bone, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d6a. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.